Manufacturer narrative:
The pt did not require any medical intervention at the time of the treatment for the fluid removal errors. No autopsy was requested. According to the events history the staff had multiple effluent bag full alarms, effluent weight incorrect change alarms, dialysate bag empty alarms and over 25 filter clotting alarms. The machine was inspected by gambro technical services. The machine was found to be within the MFR's specification and was only found to have a light on top of the machine burnt out. The bulb was replaced. The machine was returned to service and no further incidents have occurred. Facility's intensive care unit nurse stated that the pt's death was not related to the fluid imbalance on the prisma machine. Gambro has found no evidence to suggest that its device caused or contributed to this event.